Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted into the patient, the central lumen damaged and change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted into the patient, the central lumen damaged and change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sam-ple was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lu-men were noted at approximately 5.1cm, 20cm, 41cm and 61cm from the distal tip. No blood was noted on the exterior surfaces of the returned sample. No blood was noted within the blad-der/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cathe-ter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufac-turing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 5cm, 20cm and 61cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot num-ber with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "central lumen damaged" is confirmed. During the investigation, the intra aortic balloon catheter (iabc) central lumen was noted bent and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device his-tory record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is unde-termined. No further action is required at this time. The reported complaint will be monitored for any developing trends.